Event description:
Prismaflex machine would not load a new continuous renal replacement therapy (crrt) set. The upper right raceway pump would not catch the loop of the crrt set despite 5 attempts to load the set. Machine was removed from use, noted, and new machine ordered.